Event description:
The reporter called lifescan (lfs) in 8/05 and alleged that the patient's meter was missing segments. The medical affairs specialist attempted unsuccessfully to reach the patient by phone for more clinical information, such as: their diabetes medication regimen and any symptoms that pt might have experienced at the time of the event. A letter is being sent as a second attempt to reach the patient. The reporter stated that the last time the patient tested on their meter was the previous day. The reading was "illegible (due to) missing segments." The patient "felt bad" one day (exact date unknown), so patient was taken to their physician's office. Prior to visiting their physician, pt took their oral diabetes medication. The blood glucose result on the physician's meter was 437 mg/dl. The patient was treated with insulin and then released. A replacement meter has been sent to the patient. No further information was available.